Manufacturer narrative:
UDI: (B)(4). Upon receipt of the device, it was found that the product code initially provided was incorrect. This report has been updated to reflect the corrected information. The device was returned for evaluation. The valve was visually inspected; biological debris was noted on the cam mechanism. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing. The cam mechanism was moved. The valve was tested for programming and then passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the root cause for the programming problem was due to the biological debris found on the cam mechanism. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The date of device return was omitted for the previous report. This report has been updated with the additional information.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim valve could not be programmed approximately three years after implantation and was revised. There no report of symptoms associated to this event. It was noted a few weeks prior to the revision that the device could not be reprogrammed despite attempts with multiple programmers and users. Flushing was done, and csf flow was confirmed; however, the device was stuck on setting 200. There were no adverse consequences to the patient. The device is available for return.